Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer was unable to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.